Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in the left anterior descending (lad) artery. The vessel size was 3.70mm in diameter and was 80% stenosed. While attempting to engage a taxus liberte 4.00x12.0mm drug eluting stent into the guide catheter, the shaft fracture about 2/3 distally down the shaft from the hub. The fracture occurred while outside the patient's body. Another of the same device was prepared and the procedure was successfully completed. There were no reported patient complications. The patient was administered plavix, unspecified beta-blockers and nitro prior to the procedure; heparin, unspecified sedation medication and unspecified beta-blockers during the procedure; and plavix, unspecified beta-blockers and asa after the procedure. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.